Event description:
It was reported that the patient received 6 units of packed red blood cells when they were admitted. Patient's international normalized ratio(inr) was 4.5 when they were originally admitted and dropped to 2.4 at discharge. Patient was discharged on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Approximate age of device - 1 year & 7 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for gastrointestinal bleeding and underwent a blood transfusion. Patient's symptoms consisted of melena and dark tarry stools. Esophagogastroduodenoscopy (egd) found no evidence of arteriovenous malformations. No further information provided.